Manufacturer narrative:
Device passed displacement test and self test. Pump error 54/3 alarm found in the device history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple error alarms. Customer's blood glucose level was unknown at the time of incident. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer is unable to complete insulin pump rewind. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.